Manufacturer narrative:
The product analysis indicates that one opened sample of part number 8225101 from lot number 0214912151 was received. There was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation has been completed at the time of this report as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the probe was functioning properly at the beginning of a parotid surgery. However, the doctor noticed the probe could not detect nerves during the operation. The doctor check all the connections but couldn't fix the problem, but when they tried a new probe it functioned properly. It was the initial use of the probe and the surgery was delayed for less than 3 minutes. It was noted that there was no patient symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.